Event description:
It was reported that the procedure was to treat a lesion in the femoral artery with 90% stenosis, heavy calcification and heavy tortuosity. The hi-torque (ht) command 18 guide wire was advanced to the target lesion with a support catheter, however, some resistance was noted with the support catheter. Upon removal of the guide wire, the polymer coating on the distal end was noted to be peeling but did not separate and was found connected with the guide wire. Nothing remains in the anatomy. Another ht command 18 guide wire was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. Returned device analysis identified the proximal end of the polymer coating was separated and returned off the core wire. Possibly missing a portion of the polymer coating and not returned. Therefore, there is the possibility that the separated polymer remains in the patient anatomy. No additional information was provided.

Manufacturer narrative:
Nab1 - adverse event/product problem updated from product problem to adverse event and product problem b2 - outcomes attributed to ae changed from na to outcomes attributed to adverse event h1 - type of reportable event - updated from malfunction to serious injury h6 - health effect - clinical code 4582 removed; 2687 added. H6 - health effect - impact code 2199 removed; 4614 added.

Manufacturer narrative:
A visual and dimensional analysis was performed on the returned device. The reported difficult to advance could not be tested due to the device condition. The reported peeled / delaminated was confirmed as a material separation. A review of the electronic lot history record (elhr) revealed no associated manufacturing nonconformities associated with the reported issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. Based on this evaluation, a potential product quality issue has been identified. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the femoral artery with 90% stenosis, heavy calcification and heavy tortuosity. The hi-torque (ht) command 18 guide wire was advanced to the target lesion with a support catheter, however, some resistance was noted with the support catheter. Upon removal of the guide wire, the polymer coating on the distal end was noted to be peeling but did not separate and was found connected with the guide wire. Nothing remains in the anatomy. Another ht command 18 guide wire was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.